Event description:
It was reported that during a meniscus repair surgery the second anchor would not lock at the back of the medial meniscus. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device anyways. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.